Manufacturer narrative:
Section d3 - manufacturer information: updated. Section g1 - contact office (and manufacturing site for devices) or compounding .outsourcing facility: updated. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient complained of green substance coming from the controller power cables. The patient did not report a specific trauma event to power cables, but trauma was observed by coordinator to both power cables. The controller was exchanged in clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the power cables being damaged and expelling a green substance could not be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and no photos or log files were submitted for review. Available information indicated that the system controller was exchanged in response to the issue. The root cause of the reported events could not be conclusively determined through this evaluation. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system components, such as the 14v batteries and the battery clips, must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.